Manufacturer narrative:
Philips has investigated this complaint. Philips did not have enough information to confirm the reported issue. However the customer cancelled the complaint and the reported issue was resolved by customer, therefore no further action could be performed by philips. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible. There was no report of harm.